Event description:
A report was received that the patient was having difficulty connecting his remote control to the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty connecting his remote control to the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure and is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint of a telemetry anomaly was confirmed. The analog ic was damaged. The battery depletion rate with stimulation off exceeds the typical battery depletion rate. Depletion rate is in the normal range prior to the patient's previous lead revision (MFR report # 3006630150-2013-005731). At the approximate date of the lead revision, the depletion rate climbs markedly. The aic-u1 damage resulted in the rapid battery depletion rate and subsequent lack of telemetry. Exposing aic to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the analog ic is unknown.

Event description:
A report was received that the patient was having difficulty connecting his remote control to the ipg. The patient will undergo an ipg replacement procedure.